Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. In addition, the ptc was damaged. The damage on the jaws caused a short that damaged the ptc and resulted in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. It is possible that the reported ¿instrument error¿ alert screen might have been displayed by the generator due to the described condition. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an open total hysterectomy procedure, the device became dysfunctional. During the transection of the round ligament, the blade of the device could not be advance smoothly and the jaw was not able to open properly after releasing the closing trigger for a few times. Then, it wasn't long before it shows "instrument error" on the gen11 screen. The nurses tried to unplug and replug it back to the gen11, but the "instrument error" message still pops up on the screen. The surgeon had to change to a new device to continue the surgery. There were no adverse consequences for the patient reported.